Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture. A spectranetics lld lead locking device (lld) was attempted to be inserted onto the lead to provide traction, but was unsuccessful. Beginning with a spectranetics 16f glidelight laser sheath, along with a spectranetics large visisheath dilator sheath, advancement was made down the lead, but stalled at the distal end of the proximal coil. When removing the devices, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiography (tee), and it was suspected there was a superior vena cava (svc)/innominate junction perforation. Medication was administered; however, did not stabilize the patient immediately. After some time, the patient's blood pressure increased, and the injury clotted and healed. The decision was made to abandon the lead to extract at a later date; therefore, the patient was monitored and sent for imaging. The patient survived the procedure. This report captures the visisheath in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) the visisheath was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the visisheath device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.